Event description:
It has been reported that facscanto ivd 10 color configuration was experiencing waste leakage not contained within the instrument during use. The following has been provided by the initial reporter: leak checklist question from case 3) was there spray of liquid under pressure? No it was reported by the customer that wetcart leaking internally (B)(6) 13:24:23 (gmt) is instrument assurity linc enabled? No customer problem: wetcart leaking internally. Steps taken with customer/troubleshooting: called back, spoke to blake and he explained that the red check valve on the wasteline inside the wetcart broke, flooding out the interior of the cart. The instrument has been placed down and out of service. Next steps (if necessary): dispatching are you using this product for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? Na list of parts shipped (include foc): na RMA required? No was there a fluidic leak or spill? Yes 1. Was the leak/spill contained within the instrument no 2. Was the leak/spill in a customer accessible location? Yes 3. What was the fluid that leaked/spilled? Waste 4. What is the source of leak/spill? Broken check valve 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no (B)(6) after hours - issues unknown.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration, part # 657338, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6)2020 to date (B)(6)2021. Complaint trend: there are (B)(4) complaints related to the issue of a waste leakage not contained within the instrument. Date range from (B)(6)2020 to date (B)(6)2021. Manufacturing device history record (DHR) review: DHR part # 657338, serial # (B)(6), file #658310-658310-v657338000318-101176987-16, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a worn check valve. Check valves are connected to the waste tubing to prevent contamination from backflow. The customer had initially submitted a complaint regarding a leakage from the wetcart. During a service call with the customer, the tsr (technical service representative) explained that the red check valve within the wetcart had broken and was the source of the leakage. The tsr requested for an fse (field service engineer) to be dispatched onsite, but the customer reported that they had resolved the issue so the field service work order was cancelled. No parts were requested for evaluation as no parts were reported to be replaced and the check valve is not returnable. The customer reported that the instrument was functioning as expected. While there was a leakage of waste material not contained within the instrument, the customer confirmed that they did not come in contact with the leaked fluid and were not harmed in any way. Additionally, there was no spray of fluid so the risk of contamination was minimal. This instrument was being used for clinical diagnoses, but it was reported that the results gathered were not used in the treatment of a patient and did not affect them in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2016 defective part number: n/a case comments: o ((B)(6)2021 10:45am): reviewed, pending wo. O ((B)(6)2021 6:39am): subject: call (B)(6)2021, 6:12:28 am. User: (B)(6). Created on: (B)(6) 2021 13:12:29. Call activity comment: null o ((B)(6)2021 6:24am): is instrument assurity linc enabled? No customer problem: wetcart leaking internally. Steps taken with customer/troubleshooting: called back, spoke to blake and he explained that the red check valve on the wasteline inside the wetcart broke, flooding out the interior of the cart. The instrument has been placed down and out of service. Next steps (if necessary): dispatching are you using this product for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? Na list of parts shipped (include foc): na RMA required? No was there a fluidic leak or spill? Yes 1. Was the leak/spill contained within the instrument no 2. Was the leak/spill in a customer accessible location? Yes 3. What was the fluid that leaked/spilled? Waste 4. What is the source of leak/spill? Broken check valve 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no o ((B)(6)2021 6:12am): subject: call (B)(6)2021, 6:11:35 am. User: (B)(6). Created on: (B)(6)2021 13:11:36. Call activity comment: null o ((B)(6) 2021 5:12am): after hours - issues unknown, see case comments internal notes: o problem corrected by customer, cancelling wo. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part #(B)(4), rev. 08/vers. A, bd facscanto fluidics risk analysis was reviewed. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item: 4. Quick disconnect o function: 4.1 connects tubing to filters and fluid tanks o potential failure mode: 4.1.2 not connected o potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart o potential cause(s)/ mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. O current controls: user observation of leak. O recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump o severity: 8 o occurrence: 4 o detection: 1 o rpn: 54 o item: (B)(4) o function: 23.1 block, pass, or direct fluids o potential failure mode: 23.1.1 valve leaks o potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance o potential cause(s)/ mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup o current controls: di rinse daily o severity: 5 o occurrence: 7 o detection: 1 o rpn: 35 mitigation(s) sufficient yes no root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn red check valve. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn red check valve. During a call with the customer, the tsr explained that the red check valve within the wetcart had broken and was the source of the leakage. Before an fse was dispatched onsite, the customer confirmed that they had resolved the issue and no longer needed a field service since the instrument was functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that facscanto ivd 10 color configuration was experiencing waste leakage not contained within the instrument during use. The following has been provided by the initial reporter: leak checklist question from case. 3) was there spray of liquid under pressure? No. It was reported by the customer that wetcart leaking internally. (B)(6): (B)(6) 2021 13:24:23 (gmt). Is instrument assurity linc enabled? No. Customer problem: wetcart leaking internally. Steps taken with customer/troubleshooting: called back, spoke to (B)(6) and he explained that the red check valve on the wasteline inside the wetcart broke, flooding out the interior of the cart. The instrument has been placed down and out of service. Next steps (if necessary): dispatching. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? Na. List of parts shipped (include foc): na. RMA required? No. Was there a fluidic leak or spill? Yes. 1. Was the leak/spill contained within the instrument no. 2. Was the leak/spill in a customer accessible location? Yes. 3. What was the fluid that leaked/spilled? Waste. 4. What is the source of leak/spill? Broken check valve 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. (B)(6): (B)(6) 2021 12:12:25 (gmt). After hours - issues unknown.